Manufacturer narrative:
(B)(4). Evaluation, conclusions: unapproved, or contraindicated use (pre-implant on-going infection).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported approximately one year and three months post index procedure, the patient had a fever and abdominal pain due to infection. The outer membrane of the aneurysm was found to be partially swollen. The patient was given antibiotics. The infection had caused the limb stent graft to perforate through the iliac artery and the gastrointestinal tracts were also affected. Approximately three months later, the outer membrane of the blood vessel adjacent to the duodenum was found to be swollen, and the left iliopsoas muscle was enlarged due to inflammation. Approximately four months later, CT scan identified air inside of the aneurysm. The physician suspected there was communication between the aneurysm and the gastrointestinal tract. C-reactive protein (crp) value was 1, and the patient was in stable condition. Approximately seven days later, the air in the aneurysm had increased. The physician elected to explant the stent graft. Everything but the suprarenal stent was explanted from the patient, and y-graft was implanted as replacement. Per the physician, the infection leading to stent graft explant was not related to the device. The physician suspected that the index procedure was performed not knowing it was an infected aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.